Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative from the customer's health care provider's office reported via phone call that the customer was hospitalized due to a blood glucose level of 636 mg/dl. Caller stated that the customer fell down multiple times, was nauseous, dizzy, and vomiting.